Event description:
It was reported that an asymptomatic patient was presented in clinic for follow up, and post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were done. Patient condition is good.